Event description:
It was reported that this vns patient was experiencing a slight increase in seizures. The patient's settings were last adjusted on (B)(6) 2010. Follow-up showed that on (B)(6) 2013, in a routine follow up, the patient told the physician that he has had an increase in small seizures. The patient's baseline was a few times a month-to one per week. The patient explained that he also had a weight gain. No changes were made but diagnostics were performed. On (B)(6) 2013, the patient returned, and was noted to have had 2 generalized tonic-clonic seizures and two small seizures since the last visit. The device was interrogated, and diagnostics were within normal limits. Interventions included close communication between the patient and physician. A blc resulted in 0.98 years remaining

Manufacturer narrative:
Analysis of programming history.

Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient again experienced an increase in seizures. The relationship of the increase in seizures and vns therapy is unknown. It is unknown if the increase is above the patient's pre-vns baseline frequency. It was noted that the patient has experienced a 50 pound weight gain.